Manufacturer narrative:
The device was received and visually inspected. The device was normal and expected, there was no indication of a deviation from the mechanical specification. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined.

Event description:
This device has migrated over the years. The physician decided to change out the device now instead of repositioning it and suturing it down.